Manufacturer narrative:
(B)(4). Pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received without the original battery cap and unable to verify damage battery cap. Unit was received with broken battery tube threads and partially broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery cap stuck on insulin pump and received low battery warning. The customer's blood glucose level was 8.8 mmol/l. The device will be returned for analysis.